Event description:
It was reported by an attorney that the patient underwent a gynecological procedure due to stress urinary incontinence on (B)(6) 2002 and mesh was implanted. It is reported that the patient experienced pain, urinary retention, urinary tract infections, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 1/5/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that patient underwent cystoscopy with hydro-distention, bladder biopsy and fulguration on (B)(6) 2014 due to painful pelvic syndrome. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that the patient underwent urethrolysis with left martius flap, excision of urethral diverticulum and repair with cadaveric fascial patch, cystoscopy with insertion of suprapubic catheter due to urinary retention and urethral diverticulum on (B)(6) 2002. (B)(4).

Manufacturer narrative:
It was reported that the patient experienced bladder perforation, erosion, dyspareunia, infections, and pain during sex. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior colporrhaphy due to sui, cystocele. It was reported that patient underwent mesh revision/removal on (B)(6) 2002.